Event description:
Patient underwent egd [esophagogastroduodenoscopy] with placement of bravo capsule. Prior to capsule being inserted, all steps were followed to pair the capsule with the recorder. At end of the procedure, it was noted that the ph was not being displayed but a few minutes later it was seen. The ph was displayed on the screen of the recorder indicating that all was working fine. While patient was in recovery, it was noted that a red light was coming on at the recorder, this usually indicates that it is no longer recording. Medtronic tech support was contacted via phone at 1-800-448-3644. Incident [redacted]. It was decided at that time with the ok of md to stop the recording. Other recorders were obtained and an attempt of pairing the capsule to another recorder was attempted but it kept showing searching for capsule, but it was not successful. Patient was made aware and the plan for her is to return in [redacted] for another attempt.